Event description:
It was reported that immediately after the start of use to the end of the surgery, there was no urine flow, so the foley catheter was removed once. When the catheter was reinserted under echo, urine flow was confirmed, although it was a very small amount. There was no outflow of urine during the surgery and no outflow of urine after the surgery. The urologist checked the catheter under echo and exchanged the catheter because there was no urine withdrawal from the drainage lumen. After the appropriate removal, water was poured into the catheter, but no outflow could be confirmed.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.